Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with its trigger partially engaged and with 27 staples remaining in the cover block, indicating that at least 8 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result for the next two staples. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. All remaining staples were successfully fired into the skin pad. The staples were reassessed after 2 days and none of the staples reopened. The stapler was disassembled, and it was found that there was a die cast anomaly on the forming tool. Although the stapler was able to function properly upon testing, the anomaly found on the forming tool could prevent staples from closing properly. This could lead to the staples reopening if they are unable to close properly in the skin. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, all remaining staples were successfully fired from the device. Twenty-four staples were successfully applied to a simulated skin pad and remained in place for over 48 hours without reopening. Although the returned stapler functioned properly, a die cast anomaly was found on the forming tool which could prevent staples from closing properly. If staples do not close properly, they could reopen. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples came out of patients.